Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Initial reporter name and address: (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly, the pump alarmed for loss of prime with cartridges from different boxes. The reporter was able to completed prime step with cartridge changes. No sudden change in force or temperature was noted and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/03/2015 with the following findings: a review of the pump¿s black box showed multiple loss of prime warnings (cs162) with low non zero force. During testing, the pump was exercised for 24 hours successfully with no loss of prime occurring. The force sensor calibration was found to be within specification. The complaint of a loss of prime issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.